Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: breast cysts. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old female patient underwent a primary breast augmentation procedure with mentor memorygel breast implant 400cc gel breast prostheses when the right breast prosthesis ruptured after implantation. Rupture of the patient¿s right breast prosthesis was diagnosed by MRI. In addition, the patient developed capsular contracture (baker grade unknown) in her right breast. Ultrasound and MRI scans stated that patient developed a papilloma on her right breast. The ultrasound results also indicated that the patient had developed a few scattered tiny cysts on both of her breasts. As a result, the patient underwent bilateral explantation and replacement with mentor memorygel breast implant 400cc gel breast prostheses on (B)(6) 2020. The explanted right breast prosthesis was discarded after surgery. The patient also underwent surgical excision of the right breast papilloma on the same date. Pathology results stated that the papilloma tissue did not show formal atypia and there was no evidence of malignancy. This medwatch report is for the patient¿s left breast prosthesis.